Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to reline a previously placed afx bifurcated stent graft system. The main body deployed as expected, however, the device landed lower than desired, which led to a type ia endoleak. The physician elected to convert to open repair and explant the two devices. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of an intraoperative 1a endoleak during the repair (secondary procedure). The most likely cause of the intraoperative proximal loss of seal was likely caused by an off-label use of the ovation product (repair of a pre-existing stent that was greater than 30 mm). There have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).